Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 8021545-2026-01644-device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue with two infusion sets on 08-feb-2026 as the infusion set fell off on the same day of insertion due to tape was not sticking properly. The event occurred while the patient was just walking around at work. No further information available.